Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing the ¿settings not available screen 59¿ message on their controller. They stated that they usually use group a for the majority of the day and group b for when they get up in the morning as they need it stronger. They stated that screen 59 shows up when they are on group a, but group b and c still worked. The patient stated that group b was too intense right now. Patient services reviewed with the patient that they could manually turn the stimulation amplitude down/up on group b until they were able to get in with their healthcare provider (hcp). They indicated that they were able to turn stimulation down to a level of comfort and would call the doctor office now. The event occurred on (B)(6) 2020. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient presented with electrodes 2, 5 and 6 reading over 40,000 ohms. The patient was getting the settings not available message, but not all the time. The rep noted that the patient had lost over 20 pounds in less than a month and she started seeing the settings not available message within this same time as a factor that could have contributed to the issue. The rep read the impedances and noticed they were using electrodes 1 and 3 but not any that were ¿out¿ but she was still getting the settings not available message. The rep wondered if there were more electrodes out on the lead than were showing on the impedance test. The rep programmed a, b and c using the 8-15 lead. The patient¿s pain was right sided, so she was still happy with the coverage. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances was unknown.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the issue were that the patient just used the normal morning switch. She mentioned having fluid retention and losing 20 pounds, having to sleep on her back, and that she must have changed the electrodes positions by laying on her back. The patient met with a rep for reprogramming and everything is now working fine.